Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a final lead was returned in one piece for analysis. Final analysis found an internal and external insulation abrasion breaching the right ventricular cables at the distal and proximal regions.

Event description:
This report is to advise of an event observed during analysis.